Event description:
It was reported that the ilet issued an occlusion alarm while using a steel contact detach infusion set with 23-inch tubing, and flow could not be restored despite tubing testing, with resolution only after a full supply change; the device problem was obstruction of flow associated with the connector/coupler of the infusion set. Investigation included communication with the user and analysis of information provided during troubleshooting. Investigation of this case revealed an obstruction of flow consistent with a deformation-related issue traced to a component of the connector/coupler, with the issue resolved after replacement of supplies. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the infusion set connector/coupler.